Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Patient code: (B)(4) - secondary surgical intervention, lens was exchanged for a shorter lens. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicmo13.7 implantable collamer lens, -11.0 diopter, in the patient's left eye (os) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting. The lens was exchanged for a 13.2mm vicmo13.2 implantable collamer lens, -11.0 diopter. The problem was resolved. The patient's post-op best corrected visual acuity (bcva) was 20/20.

Manufacturer narrative:
Device evaluation: lens was returned dry, in microcentrifuge vial. Visual inspection found no visible damage to the lens. (B)(4).